Event description:
It was reported that the patient's blood glucose (bg) levels reached 388 mg/dl, while wearing the pod on the abdomen between 24 and 36 hours. A new pod was applied as treatment.

Manufacturer narrative:
Investigation found a small kink and a small tear in the exposed portion of the soft cannula. During the fluid path test, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.